Event description:
It was reported during implant that the implantable cardioverter defibrillator (ICD) set screw was slipping and would not properly secure. The device was exchanged. There were no patient consequences.

Manufacturer narrative:
Reported event of loose setscrew was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt analysis revealed the right ventricular set screw was loose, stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.